Event description:
Specimen was frontloaded onto a vitros 5600 chemistry analyzer using carousel number 13 in position number 1. There was only one pt sample in the carousel. When results appeared on the instrument screen, the location was identified as carousel 13 position 10. Had multiple pts been on the carousel this could have resulted in a pt misidentification.